Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 2187 implantable pacing lead 2002 (B)(6); 1488t implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported that both superior vena cava (svc) and right ventricular (rv) impedances were observed above 1000 ohms. Laser removal was attempted on the right ventricular (rv) lead due to a possible lead fracture. The physician was unable to remove the lead entirely. As a result, the lead remains partially explanted. No patient complications have been reported as a result of this event.